Event description:
The patient reported he was hospitalized for four days in 2007. He stated, he was experiencing elevated blood glucose readings, so he was experiencing elevated blood glucose readings, so he went to his doctor's office. When he was tested there, his readings were in the 600's mg/dl and his doctor advised him to go to the hospital and be admitted. The patient stated his normal blood glucose range is in the low 200's mg/dl. He stated that while in the hospital, he was put on an insulin drip until his readings came down. The patient said he had "flu like" symptoms of thirst and frequent urination. He stated he went back on his insulin infusion device when he was released from the hospital and his readings are slowly going back up. Troubleshooting did not find any issues with the product. The product was replaced and requested to be returned for valuation.